Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter rec'd and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was unable to be reproduced. Downstream occlusion alarms were confirmed through the event history log and were determined to be caused by a force sensor assembly that was out of tolerance. The force sensor assembly was recalibrated to ensure expected performance.

Event description:
It was reported that a spectrum pump falsely alarmed downstream occlusion. It was also reported that there was no patient injury.